Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer received information alleging the detachable battery and internal battery depleted alarms occurred. The sales rep checked the error logs. Error 133 failed. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported: the manufacturer received information alleging the detachable battery and internal battery depleted alarms occurred. The sales rep checked the error logs. There was an error failure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center the alarms were unable to be duplicated by an operational check. The error log was checked an confirmed that the internal battery depleted alarm and detachable battery depleted alarm had been generated when the remaining charge of both batteries had been at 100% and 99%. It was considered that the failure occurred in the power management inside the device so battery status was not recognized. The pca managing power was replaced to resolve, and while there was no failure with disconnection it was confirmed that the ac power cord plug was deformed and replaced to resolve. A final test, battery check, valve check, run in test and cleaning were all confirmed and the device is operating as it should. Software version is 1.06.05.

Manufacturer narrative:
The manufacturer previously reported: the manufacturer received information alleging the detachable battery and internal battery depleted alarms occurred. The sales rep checked the error logs. There was an error failure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center the alarms were unable to be duplicated by an operational check. The error log was checked and confirmed that the internal battery depleted alarm and detachable battery depleted alarm had been generated when the remaining charge of both batteries had been at 100% and 99%. It was considered that the failure occurred in the power management inside the device so battery status was not recognized. The pca managing power was replaced to resolve, and while there was no failure with disconnection it was confirmed that the ac power cord plug was deformed and replaced to resolve. A final test, battery check, valve check, run in test and cleaning were all confirmed, and the device is operating as it should. Software version is 1.06.05. The system board was returned to the manufacturer's product investigation laboratory for investigation. The technician visually inspected the component for defects, and none were found. The system pca was placed on the multifunction test station and run for approximately 2.5 hours with no issues found. The technician was unable to duplicate the service required alarm conditions alleged by the customer. The technician concludes the system pca performs to manufacturer's specifications.